Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The patient's blood glucose levels reached over 250 mg/dl.

Manufacturer narrative:
The device was received not deployed. Download data showed first prime completed at pulse 20 and the device was deactivated after pulse 30. The priming sequence did not run enough pulses prior to deactivation to deploy the device. A rotational sensor malfunction was observed in the data. The device was reset, paired to a master pdm and delivered a 5u bolus. The needle mechanism deployed as intended during rerun. The downloaded rerun data replicated the rotational sensor malfunction. Inspection of the commutator cap found areas of contamination. Based on the data and the visual inspection of the commutator cap, it was determined that the contaminant contributed to the reported symptom.